Event description:
It was reported that the subject guidewire was broke. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1st of 2 mdrs.